Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), impl anted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The caller reported they were attempting to interrogate the stimulator with the patient programmer (pp) to put the device in MRI mode. The caller was unable to get the pp to connect with or without the antenna connected. The caller was describing the poor communication icon. The caller stated the patient fell and when she fell it pushed the stimulator deeper. The patient claimed that she was still feeling stimulation when she stood up. If additional information becomes available, a follow-up report will be submitted.